Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer was offered troubleshooting for high blood glucose, but customer declined since she had already treated and changed set. The customer stated she went through training and forgot to prime after insertion. The customer stated they normally push the plunger when she fills the reservoir. The customer stated the blood glucose level was 600 mg/dl ended up changing the set but is having a colonoscopy done next week and will have to set a temp basal. The customer wanted to know if she should start auto mode until after the procedure. The product was not returned for analysis.